Event description:
The customer stated that the patient experienced pericardial effusion leading to a cardiac tamponade. Additional information could not be retrieved from the customer. As per the facility, the product was not the reason of the adverse event.